Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump. Customer stated that she received the alarm after troubleshooting for the removal of her battery cap. Customer declined to troubleshoot for the failed battery test alarm. Customer's blood glucose was 235 mg/dl.